Event description:
Customer reported the sensor was giving inaccurate which are triggering threshold suspend feature on the insulin pump. Blood glucose was 150 to 160 mg/dl and sensor glucose was 69 mg/dl. Customer was advised how to properly calibrate the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-95762.